Event description:
It was reported that the pta balloon ruptured during an inflation in an av fistula and the distal end of the balloon catheter completely detached. A hand inflation with a syringe was performed; therefore, the pressure at which the balloon ruptured is unk. The catheter and the detached distal portion were remove from the pt. No pt injury was reported.

Manufacturer narrative:
The lot number for the device has been provided. The device history records have been reviewed and the lot was found to have met all release criteria. The investigation is currently underway.